Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant reviewed the device data and suggested some programming options for the patient. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The patient had a history of complete heart block; however, intrinsic conduction was observed in both chambers. A review of the device data identified pacemaker mediated tachycardia (pmt) possibly associated with the event. No additional adverse patient effects were reported.